Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿retention of monoblock femoral components using a dual mobility bearing¿ written manish kiran, ms, dnb, mch, frcs, and viju peter, ms, frcs published by the bone and joint journal in 2020 was reviewed. The articles purpose was to present 3 cases revised with dual mobility socket cemented into the acetabular reconstruction cup, and polyethylene ball inserted in situ onto the head of the retained well-fixed monoblock stem. Adverse events: case #1 ¿ (B)(6) year-old male with a charnley stem and ogee polyethylene cup (unknown cement). Patient underwent a revision for a loose cup (loosening interface unknown). Stem was noted to be well-fixed, no osteolysis or infection. Case #2 ¿ (B)(6) year-old female presented with pain after having a charnley stem and ogee cup (unknown cement) implanted for 14 years. She struggled with walking and was found to have a loose cup (loosening interface unknown) and osteolysis. Stem was found to be well fixed. Case #3 ¿ (B)(6) year-old female presented with difficulty walking and pain after having a charnley stem and ogee cup (cement unknown) implanted for 14 years. Stem was found to be well fixed. There was osteolysis and the cup was also loose (loosening interface unknown). All patients had a dual mobility cup cemented in at the revision. No complications were noted during the follow up period for any of the patients.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.